Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer in support of this complaint. The photo was evaluated and shows the product packaging but does not show the device or reported defect. As no customer samples were received the scope of this investigation is limited. Additionally, 30 retain samples were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly with full retraction of the cannula. Therefore, this complaint cannot be confirmed based on customer photo analysis and retain sample retraction lockout testing results. Bd is unable to confirm the customer¿s reported failure modes of does not retract and needle stick - after use, based on retain sample analysis results. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that after use with bd vacutainer® push button blood collection set the needle failed to retract and a needlestick injury occurred. The user had post exposure testing and or medical intervention. The following information was provided by the initial reporter: push button did not fully retract and caused a needlestick injury did exposure to blood/ bf occur? Yes, blood. Does someone was injured? Please detail the incident. Yes, contaminated needlestick injury if exposure occurred was there any post exposure testing or medical intervention? Yes.

Event description:
It was reported that after use with bd vacutainer® push button blood collection set the needle failed to retract and a needlestick injury occurred. The user had post exposure testing and or medical intervention. The following information was provided by the initial reporter: push button did not fully retract and caused a needlestick injury did exposure to blood/ bf occur? Yes, blood. Does someone was injured? Please detail the incident. Yes, contaminated needlestick injury. If exposure occurred was there any post exposure testing or medical intervention? Yes.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.